Event description:
Increased pain in both knees [arthralgia aggravated]. Swelling in both knees [swelling of l knee]. Unable to walk [unable to walk]. Case narrative: the case is related to (B)(4). Initial information from united states received on 30-sep-2019 regarding an unsolicited valid serious case received from a nurse via sales representative. This case involves a (B)(6) female patient who experienced increased pain and swelling in both knees and unable to walk (latency 1 day), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received first hylan g-f 20, sodium hyaluronate injection of the series in left knee, at unknown dose and frequency via intra-articular route (lot number- 8rsp028b, 31-oct-2021) for unknown indication. On (B)(6) 2019 (next day), after latency of 1 day, patient experienced increased pain and swelling in both knees (seriousness criteria: intervention required) and was unable to walk. Patient was injected with corticosteroids injection on (B)(6) 2019 by the doctor. It was reported that the they were discontinuing synvisc treatment after one injection due to the adverse events. No more information provided. Action taken: drug withdrawn for all events. Corrective treatment: corticosteroids for increased pain and swelling in both knees; not reported for unable to walk. The patient outcome is reported as unknown for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: 8rsp028 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsp028 expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp028 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2019 there are 5 complaints on file for lot# 8rsp028 and all related sub-lots. 5 complaints are on file for lot# 8rsp028b: (1) adverse events reports sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA is required. Final investigation complete date: (B)(6) 2019. Additional information was received on 04-oct-2019 from a nurse via sales representative. Action taken updated. Suspect regimen updated. Clinical course was updated. Text amended accordingly. Additional information received on 09-oct-2019. Investigation summary received and ptc results added.